Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Implanted.

Event description:
Patient had a left hip surgery on (B)(6) 2010. Surgery was done with stryker product. Patient stated that hip started hurting since three months ago.

Manufacturer narrative:
Concomitant medical products: cat. No.: 502-03-52d, primary tritanium hemi cluster hole cup 52mm, lot code: mjmv3a; cat. No.: 6052-0935s, secur-fit max 127 hip stem #9, lot code: mhle45; cat. No.: 8-3600, delta c-taper head 36mm +0, lot code: 34254101; cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: mjl6lt. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. An event regarding pain involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: review of medical records by a consulting clinician indicated: "no follow-up office visits other than the two hospital records of the hip surgeries is available. There is no confirmation of bilateral hip pain for three months or any description of pain regarding its severity, location or frequency. No x-rays of the right total hip arthroplasty are available for review. Documentation from stryker orthopaedics indicates none of this patient¿s hip implants are the subject of a recall. Based upon the information available for review there is no indication that factors of faulty component design, manufacturing or materials are responsible for this clinical situation." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there have been no other events for the lot referenced. Conclusions: the cause of the event could not be determined as insufficient medical information was provided. Further information such as additional progress notes confirming symptoms are required to complete the investigation for determining root cause. Based on the information provided there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had a left hip surgery on (B)(6) 2010. Surgery was done with stryker product. Patient stated that hip started hurting since three months ago.